Manufacturer narrative:
(B)(4). Batch # p5672p. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise with no apparent damaged. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: as the surgeon stated ¿there were no audible feedback during the firing¿, can you clarify if the cut line was complete as was also stated that ¿the tissue in the lumen was being cut through¿? The 2 donuts are there inside the housing, but the surgeons didn¿t check whether the donuts are complete or not at such situation. Was the tissue fully cut? Or was the cut line incomplete? The 2 donuts are there inside the housing, but the surgeons didn¿t check whether the donuts are complete or not at such situation. What was the shape of the tissue donuts? You have stated that the anvil was not included. The 2 donuts are there inside the housing, but the surgeons didn¿t check whether the donuts are complete or not at such situation. Was the anvil retrieved from the patient after the firing? Anvil is retrieved from the patient and a new anvil is placed again to the patient for second attempt anastomosis. Was the anvil disposed of? Anvil is disposed after the case can you please clarify if there was any patient consequence as a result of the surgeon needing to transect the rectum further (re-do the anastomosis again)? After the second attempt of anastomosis, the surgery was successful. The patient is good and there is no anastomotic leak. If yes, please provide detail of the patient consequence. What is the patient¿s current status? The patient is good and there is no anastomotic leak.

Event description:
It was reported that during the anastomosis of the rectum and colon, the device was fired. After firing, the surgeon discovered that the tissue in the lumen was being cut through but the target tissue still remain unstapled. The staples in the anterior part of the rectum are still left in the cartridge. They were being pushed out by the drivers and a portion of the staple legs are formed in a 'less than b shape' (malformed) manner. It was strange that if the staples are formed in this way, they should have been passed through the target tissue, hit the anvil (malformed) and remain intact with the tissue. Upon collection of this circular stapler, the anvil was not included. Surgeon reported that there were no audible feedback during firing. The washer may still remain intact inside the anvil.